Manufacturer narrative:
It was reported that the patient's facial injuries were a result of the loss of consciousness; however, the cause of the syncope was not able to be determined. The pacing threshold values were in normal range and the device outputs were deemed acceptable. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a loss of consciousness. As a result, a field representative was called to the hospital to check the device. During the device check, the patient was in sinus tachycardia at a rate of 103 bpm; the physician suspected that this higher rate was due to the patient being in pain as there was extensive bruising on her face. No changes in programming of the device was made. All lead measurements were in normal range and stable. The patient was discharged and will continue follow ups at the nursing home where she resides. No additional adverse patient effects were reported.